Manufacturer narrative:
The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. No surgery date has been scheduled. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
Additional information received indicates that the ipg is inoperable. Surgical intervention is still pending.

Event description:
Additional information received indicates that surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient was seeing a replace generator soon error message. It is uncertain if the message was due to premature depletion.